Event description:
Customer reported there are no images on the monitors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and a fuse in the monitor power supply. System operates as intended. This MDR is related to ge healthcare.